Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during flight, the device's display blanked out. The device was turned off and back on, upon startup, the device then displayed an "ECG disabled" and "short detected" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to bench handling, power cycling and complete functional stress testing without observing the reported problem. Review of the device activity logs showed occurrences of the customer report and confirmed that the display report was a device reset. Inspection of the multi-function cable found debris and a missing gasket. However, it could not be firmly established as related to the customer report. The multi-function cable and the defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.